Event description:
Clinical educator reported integra artificial skin was used on a pt for graft. On a follow-up visit to site by clinical educator in june 2004, it was made aware the pt had developed infection problem on small part of graft on lower end of inner aspect of graft. A second follow-up visit by the clinical educator a week later revealed the infection had been confirmed as pseudomonas. Pt was treated with antibiotics. The consultant has not attributed the infection on the use of the integra artificial skin but the origin is unknown. The consultant is satisfied with the use of the integra artificial skin and will continue to use in the future cases. Lot numbers 3602712z and 3602610y.